Event description:
Customer reported that the insulin pump became suspended. Customer stated that the auto off alarm was sounding at night or early in the morning. Customer stated that she did not have the auto off alarm programmed on the insulin pump. During troubleshooting, it was found that the customer did have the auto off alarm turned on in the insulin pump. Blood glucose level was 405 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.